Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was 25.1 mmol/l. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The pump failed the sleep current and active current test. Power supply test failed during self-test alarmed during self test due to moisture damage on the j6 connector. Insulin pump was received with backlight anomaly due to moisture damage on the electronic assembly, motor and force sensor. Blank display not confirmed.